Manufacturer narrative:
The reagent lot number is 71469901. The expiration date is 31-dec-2023. The investigation excluded reagent issues. The field service engineer (fse) inspected the analyzer and found the cells overflowing. He then readjusted the cells and confirmed the assay and module were performing within specifications. The investigation determined the event was related to service training. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable chol2 cholesterol gen.2 result from one patient sample tested on the cobas pro c 503 analytical unit. The initial result was not reported outside of the laboratory. The initial result did not match the patient's medical history prompting the rerun of the patient's sample. The initial result was 10.5 mg/dl. The repeat result was 281 mg/dl. The repeat result was deemed correct.